Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: nazzal, m. (2010). Complications related to inferior vena cava filters: a single-center experience. Ann vasc surg,24(4), 480-486. Retrieved november 11, 2009. This med watch is being submitted for multiple patients with no patient demographics or device specifics. The publication has been attached to the report. Complaint conclusion: as noted in a literature publication, complications related to inferior vena cava filters: a single-center experience. There were 7 events of post-filter insertion deep vein thrombosis (dvt) for the trapease arm of the study. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in a literature publication, complications related to inferior vena cava filters: a single-center experience. There were 7 events of post-filter insertion deep vein thrombosis (dvt) for the trapease arm of the study.